Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Associated devices continued - (B)(4); (B)(4);.

Event description:
It was reported that the patient expired due to an unknown cardiac related issue. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.